Event description:
It was reported to nova biomedical that a consumer received 12 results of "hi" (greater than 600 mg/dl) all day. The consumer was treating himself throughout the day for the high readings, subsequently while helping a friend shovel snow off the roof, this consumer experienced a hypoglycemic event and fell off the roof. His friend gave the consumer a sugar pill and called for medical intervention. When the paramedics arrived they tested this consumer on their blood glucose meter getting a result of 27 mg/dl. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.